Manufacturer narrative:
(B)(4).evaluation summary:the reported condition of a colleague infusion pump with failure code 810:04 was confirmed during product evaluation in the pump's event history. This condition was caused by moisture in the tubing channel. The tubing channel was cleaned and dried, and the calibration of the pump's air in line printed circuit board was verified to be within specifications.the device has not previously been serviced for the condition of failure code 810:04.a follow-up report will be submitted if additional information becomes available.

Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user observed a "color chip error" message. No other details regarding the nature of the event were provided. An alternate device was employed for the procedure. The user reported, the surgical procedure was completed successfully and there were no adverse consequences to a patient as a result of this event.

Manufacturer narrative:
(B)(4). Issues concerning air in line printed circuit board failures are currently being investigated under (B)(4).

Event description:
The facility reported a colleague infusion pump with failure code 810:04. According to the facility, it is unknown when this event occurred. Upon reviewing the pump's event history, baxter quality engineering discovered this event interrupted delivery. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.this device is a remediated colleague pump with a user interface module software version of 6.13.90.